Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient that their device will flip up and cause pain at the pocket site. The implantable pulse generator (ipg) was moved submuscular by the physician to prevent pain. It was further reported that post moving the device subcutaneous to submuscular but prior to the pocket being closed the right atrial (ra) lead exhibited dislodgement and high thresholds. The right ventricular (rv) lead exhibited high thresholds. The ra and rv leads were explanted and replaced and the ipg remains in use. No further patient complications have been reported as a result of this event.